Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to pace a female patient (age unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another x series device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d10. A zoll approved business partner evaluated the device and the customer's report could not be replicated. The device and returned expired 3m leads passed full functionality testing. A review of the device logs indicate the device was powered on in pacer mode with multiple advisory messages indicating that the unit did not recognize the patient's impedance. Users are advised to inspect and correct the connection when this message appears. In pace mode, the device requires a proper lead connection to display an ECG signal. The device does not display ECG signals through pads in pace mode but captures ECG signals through leads and provides therapy via pads. In the origianl communication from the customer they indicated the nurses did not prep the patient's skin before applying the ECG electrodes. The customer did not adhere to zoll's recommendations. Specifically, the customer failed to follow the proper pacing procedures, and did not prepare the patient according to zoll guidelines. The device passed functional testing, was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.